Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with pump error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a power error detected. The customer¿s blood glucose level was unknown. The customer stated that the notification light did not immediately stop flashing. The device will be returned for analysis.